Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) seal was coming loose between the case halves. It was also indicated that multiple internal and external components were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) seal was coming loose between the case halves. The epg was returned for service. There was no patient involvement.